Event description:
It was reported that the lead was explanted and replaced due to lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead measuring 43.3cm was returned. Analysis noted internal insulation abrasion at 31.2cm to 32.2cm from the lead tip. The svc conductors were visible in this location.